Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. Review of log file shows that the host-pc stops unexpectedly multiple times this day (also during a boot) and is malfunctioning. The fse performed the troubleshooting action and found that fan not spinning due to foreign substances such as dust on the host pc's power supply side. The fse removed foreign substances from the power supply side of the host pc, and the memory, graphics card, and lan card were reconnected after cleaning. Fse applied the thermal grease to the cpu as a part of troubleshooting. After the repaired action, the system was returned to use in good working order. Codes were updated based on the investigation outcome. The evaluation method code was corrected.